Manufacturer narrative:
The event occurred on an unspecified date and month in 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets with cassette were leaking from the patient and drain lines. The leaks were discovered around the third or fourth cycle of peritoneal dialysis (pd) therapy. The patient performed manual therapy until they received a new case of cassettes. There was no patient injury or medal intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:the device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.